Event description:
Revision knee surgery performed due to shearing off of the subject patella component's u.h.m.w.p.e. Pegs as well as poly wear and pitting on the articulating surface of a tibial insert component, catalog no: 86-4157, mfg report no. 1219555-1997-00046.

Manufacturer narrative:
H3, h6 - non-destructive visual evaluation was performed on the patella component. The ultra high molecular weight polyethylene patella was revised because of fracture of the bone cement and the three fixation posts. The articulating surface of the patella showed limited burnishing and deformation in the inferior-lateral quadrant. There were no apparent material or mfg defects noted on the component.